Event description:
It was reported that since the implant, the patient had stimulation randomly jump up to 6.10 volts. The patient noted that ¿the other night¿ the implantable neurostimulator (ins) was turning up over and over again when she was sitting in her glider, so she shut it off. It happened while sitting, walking, or standing. The patient had an appointment on monday after the report. It was later reported that with it being that specific, 6.1 volts, that indicated to the manufacturer representative that the patient was looking at her programmer when it happened. The manufacturer representative assumed that there perhaps was an adaptive stimulation adjustment issue that had been going on. Information regarding if the patient still had concerns with their device or therapy has been requested. Information regarding cause of event and patient outcome has also been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3487a-45, lot# v940172, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-45, lot# v648675, implanted: (B)(6) 2013, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).